Manufacturer narrative:
Updated fields: b4, b5, d9(device available for eval), e1(event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6(health effect ¿ clinical code, medical device ¿ problem code, health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the missing screws. The fse also replaced the power management board as slot 2 would not charge batteries. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had missing screws and a damaged handle. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had damaged handle and it screws are missing.